Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was sticking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the neuro-tip leg had been drilled into and bent. It was determined that the condition of the neuro-tip leg was due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause was determined to be damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the craniotome device was sticking. During in-house engineering evaluation, it was observed that the neuro-tip leg had been drilled into and bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.